Event description:
It was reported that a pump has a door that will not fully latch. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom door not fully latched caused by a failed upper auxiliary assembly link switch. The upper auxiliary assembly was replaced.